Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced growing tissue and bleeding at the stoma site which required treatment with unknown antibiotics and daily dressing changes. The stoma had an ongoing infection for an unknown amount of time that required four different hospital visits and treatment with unknown antibiotics. Abbvie made multiple attempts to obtain clarifying details on this report without success. It is unknown if the previous infections occurred with abbvie tubing.